Event description:
It was reported that during an ion endobronchial lung biopsy procedure, the patient experienced bleeding requiring hospitalization. The ion portion of the procedure was completed, but the patient experienced a significant bleed during the endobronchial ultrasound (ebus) portion of the case. A crash cart was positioned outside the room but was not used. The procedure was aborted post-anesthesia. The patient was reported to be in the intensive care unit (ICU) following the event. Per the site, the event was not related to the ion system. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
A review of the event was conducted by an intuitive surgical, inc. (Isi) medical officer and the following additional information was provided: "the patient underwent a biopsy procedure with ion system. After completing the ion portion, patient underwent conventional ebus procedure for lymph node evaluation. During the ebus procedure, patient experienced significant bleeding that required admitting the patient to the ICU. It is unclear if the bleeding was caused by ion system or the conventional ebus system. No additional information could be obtained. There is no allegation that a malfunction of the ion system, instrument, or accessory occurred. There is no evidence the event was device related. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Bleeding of any severity was reported in 2.1% of all cases. Bts guidelines for flexible bronchoscopy recommends to liase with a hematologist regarding need for platelet transfusion for thrombocytopenia prior to bronchoscopic biopsy due to a lack of evidence. Bts guidelines for image guided lung biopsy states that a platelet count of <100k/ml is a relative contraindication for lung biopsy. A small case series of bronchoscopic biopsy in thrombocytopenia recommended a platelet count of <20k/ml as an absolute contraindication due to an increased risk of bleeding. The american association of blood banks has no specific recommendations regarding bronchoscopy but recommends a platelet count of >50k/ml for lumbar puncture as well as for major neurologic surgeries." Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Bo l, shi l, jin f, li c. The hemorrhage risk of patients undergoing bronchoscopic examinations or treatments. Am j transl res. 2021. Rand iad, blaikley j, booton r, et al. British thoracic society guideline for diagnostic flexible bronchoscopy in adults: accredited by nice. Thorax. 2013. Papin ta, lynch jp, weg jg. Transbronchial biopsy in the thrombocytopenic patient. Chest. 1985. Kaufman rm, djulbegovic b, gernsheimer t, et al. Platelet transfusion: a clinical practice guideline from the aabb. Ann intern med. 2015. Manhire a, charig m, clelland c, et al. Guidelines for radiologically guided lung biopsy. Thorax. 2003. A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event.